Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated, however, a specific value was not provided. Customer alleged pump was the suspected cause of bg level. Reportedly, elevated bg levels would occur on the third day of supply-use. Although requested, the customer declined troubleshooting and declined to provide additional information.